Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope exhibited b30 scope communication error. The moment when the issue occurred is unspecified. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred by breakage of image sensor unit or circuit boards in video connector. The device may have been damaged while the user was handling the device, water invaded the device which caused the breakage of the unit and the boards. Additionally, olympus found that the ID data disappeared, and this could have occurred due to the same probable cause as the customer reportable malfunction, which was mentioned above. A definitive root cause could not be identified for either event. The event can be detected and prevented by following the instructions for use: IFU: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.